Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer was using the guide rails. A new cartridge was successfully loaded to address the event. Blood glucose was 85 mg/dl.